Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. X-rays confirmed the migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced. Effective therapy was established.